Event description:
I have serious grade 4 capsular contractures in my breast related to cohesive gel silicone breast implants. I am scheduled to have them removed along with all damaged tissue on (B)(6) 2026. This has caused serious damage to my life, including my business and personal life. I have suffered great losses and I am constantly in pain. I was a very healthy person prior to these implants and was taking zero prescriptions and was going to the gym daily working with trainers. I have since been treated by my doctors for symptoms up until now where I can finally have them removed. I am quite nervous about the surgery due to my age (60) but I have been cleared by 2 doctors to have the surgery. I hope to be able to share my experience with others, so they can be aware of the dangers associated with these implants. Patient code: 1761, 1994, 1924. 2681. Device code: 3023. Ref report: mw5183837.